Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was pulled apart due to overstress, all insulators were breached cut, the inner insulation was breached cut, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism sleevehead, and there was apparent explant damage. The analyst noted that the lead was returned with no helix ans stretched distal conductor on a tip.

Event description:
It was reported that the atrial lead had high threshold and high output. The atrial lead was removed and replaced. No patient complications were reported as a result of this event.